Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported the cause remained unknown and programs were changed to try to resolve the issue. It was confirmed aforementioned health issues (cataract surgery, oxygen, and walking difficulty) were not related to the device therapy. Outcome remained unknown.

Manufacturer narrative:
(B)(4) .

Event description:
The consumer reported that they experienced a loss or change of therapy. Their device did alright at first and then it quit. She was wearing overnight pads and they were sopping wet every time she changed them. The patient was feeling stimulation. There were no falls/trauma or electromagnetic interference (emi) related to the issue. There was no symptom relief. The patient had other health issues: she would have cataract surgery, was on oxygen all the time, and did not walk well. The indication-for-use (IFU) was gastrointestinal/pelvic floor. No outcome, circumstances that led to the event, or actions/interventions taken to resolve the issue were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.